Manufacturer narrative:
Batch review performed on 19 december 2024: lot 2307390: (B)(4) items manufactured and released on 24-may-2023. Expiration date: 2028-05-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department: acromion stress fracture discovered at about 10 months from the primary rsa. According to report the fracture happened due to lateralization of the prosthesis. Additionally, from the radiographic image the bone quality seems low and this can be also the cause of the fracture of the acromion. There is no reason to suspect a malfunctioning device. Root cause: there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.

Event description:
During a clinical study, at about 10 months post primary the patient has an acromion fracture due to lateralization of the prosthesis. No revision planned. The patient has an incomplete shoulder elevation.